Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technician reported that the caps that accompanied the dialyzer do not seal when placed over hansen port holes causing water leaks when priming. There was no patient involvement indicated in the initial report. Additional information was requested, but no data was provided. The caps/dialyzer are not available to return as a sample.